Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. The customer replaced the flow sensor to address the issue. A gas delivery system (gds) manifold was returned for analysis. A visual inspection of the returned component was performed and found the external visual inspection of this customer returned gds system revealed that this unit was missing the da board and the o2 valve solenoid with no signs of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1). MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the air flow accuracy test. No patient involvement.